Manufacturer narrative:
The main component of the system and other applicable components are: none. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient was to go to a healthcare professional on (B)(6) 2016 and the patient would see a manufacturer representative for an adjustment and a surgeon. The only time the stimulator worked was when the patient had the seven day trial. Since then it had never gone all the way to the right side and the patient thought there had to be something that would help. Additional information was received from the consumer. The patient planned to meet with their healthcare provider (hcp) on (B)(6) 2016 and they were thinking of removing the leads and putting in a plate. The hcp later confirmed on 2016-jul-21 that the percutaneous leads had migrated. This was why the patient's therapy had not gone all the way to the right side. To resolve this issue, the hcp switched to paddle lead. It was noted that the lack of therapeutic effect on the patient's side had improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.